Event description:
An enclosure bed was used for the safety of a pt with hypoxic encephalopathy. Five days later, an air mattress for skin care was placed on the bed with the enclosure apparatus. The side rails were not in the up position (conclusion from our investigation). There was excess material (for the articulation of the head of the bed) between the air mattress and the enclosure bed causing a gap. It is this part of the bed, where the pt's head was caught. The pt was found unresponsive, a code was called. The pt was transferred to ICU where she expired in 2006. A spacing bolster described in the enclosure bed instructions obtained after the event was not provided by the bed company/supplier.

Manufacturer narrative:
Low air loss therapy system is being returned to gaymar for eval. According to the user facility risk mgr, a bed spacing bolster described in the enclosure bed instructions was not in use at the time of incident. Additionally, the bed side rails were not in up position. Our initial conversation with the user facility risk mgr indicates that the "safetcare" enclosure bed was in use at the time of incident. There is no indication at this time of the gaymar's plexus "low air loss therapy system" malfunctioned, was inoperable, or played any role in the incident.